Event description:
It was reported that during deployment of a vascular stent graft in the iliac artery, the outer sheath allegedly would not retract and the stent graft failed to deploy. Reportedly, resistance was felt during the deployment and the device was removed with no issues. Another vascular stent graft was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The previously submitted supplemental inaccurately reported the date of 12/11/2017. The date on the supplemental should have been reported as 01/05/2018. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: a fluency plus vascular stent graft delivery system was received for evaluation. The safety clip was found to be removed and missing. The 2-way stopcock was closed and the tuohy-borst valve was opened. The outer sheath was found to be fractured 43mm distal to the handle. In this area, the outer sheath was found to be elongated. The catheter tip was found in good condition. The stent graft protruded the distal tip for 10mm and the inner catheter protruded the distal tip for 17mm. The pusher was found right behind the proximal end of the stent graft. The system as well as the distal part of the partially deployed stent graft was found contaminated with blood. Functional/performance evaluation: a flushing test through the proximal luer port and a patency test with device compatible 0.035'' guide wire could be performed successfully. A deployment test could not be performed due to the outer sheath fracture. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: as a result of the investigation performed the complaint is confirmed. However, a definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." In addition, the fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. The IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: a fluency plus vascular stent graft delivery system was received for evaluation. The safety clip was found to be removed and missing. The 2-way stopcock was closed and the tuohy-borst valve was opened. The outer sheath was found to be fractured 43mm distal to the handle. In this area, the outer sheath was found to be elongated. The catheter tip was found in good condition. The stent graft protruded the distal tip for 10mm and the inner catheter protruded the distal tip for 17mm. The pusher was found right behind the proximal end of the stent graft. The system as well as the distal part of the partially deployed stent graft was found contaminated with blood. Functional/performance evaluation: a flushing test through the proximal luer port and a patency test with device compatible 0.035'' guide wire could be performed successfully. A deployment test could not be performed due to the outer sheath fracture. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: as a result of the investigation performed the complaint is confirmed. However, a definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." In addition, the fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. The IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."

Event description:
It was reported that during deployment of a vascular stent graft in the iliac artery, the outer sheath allegedly would not retract and the stent graft failed to deploy. Reportedly, resistance was felt during the deployment and the device was removed with no issues. Another vascular stent graft was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: a fluency plus vascular stent graft delivery system was received for evaluation. The safety clip was found to be removed and missing. The 2-way stopcock was closed and the tuohy-borst valve was opened. The outer sheath was found to be fractured 43mm distal to the handle. In this area, the outer sheath was found to be elongated. The catheter tip was found in good condition. The stent graft protruded the distal tip for 10mm and the inner catheter protruded the distal tip for 17mm. The pusher was found right behind the proximal end of the stent graft. The system as well as the distal part of the partially deployed stent graft was found contaminated with blood. Functional/performance evaluation: a flushing test through the proximal luer port and a patency test with device compatible 0.035'' guide wire could be performed successfully. A deployment test could not be performed due to the outer sheath fracture. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: as a result of the investigation performed the complaint is confirmed. However, a definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." In addition, the fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. The IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."

Event description:
It was reported that during deployment of a vascular stent graft in the iliac artery, the outer sheath allegedly would not retract and the stent graft failed to deploy. Reportedly, resistance was felt during the deployment and the device was removed with no issues. Another vascular stent graft was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vascular stent graft in the iliac artery, the outer sheath allegedly would not retract and the stent graft failed to deploy. Reportedly, resistance was felt during the deployment and the device was removed with no issues. Another vascular stent graft was used to complete the procedure. There was no patient injury reported.